Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) and low chlorine (cl) results were obtained on their synchron lx20 pro instrument and results were reported out of the laboratory. Prior to each event, the ise (ion-selective electrode) system was calibrated and qc (quality control) results were within the lab's established ranges. A physician questioned the low na results. The operator re-visited specimens that were run earlier and re-ran the pt samples on the lab's second analyzer instrument. The repeated results for both na and cl were higher and the customer amended the results and filed over 100 corrected reports. No sample or pt info was provided by the customer but 51 examples of the erroneous and corrected results were given. The total number of samples analyzed is unk. There is no report of any adverse event or serious injury related to this event. However, it is not known whether there was any change to pt treatment.

Manufacturer narrative:
The bci fse (field service engineer) performed a pm (preventative maintenance) on the ise (ion-selective electrode) system. The fse cleaned salt spills from the flow cell and replaced the cl electrode tip. The ise system was primed, conditioned and calibrated, and a precision run performed. The qc results were stable and within expected ranges. While these measures may have resolved the problem, a clear root cause could not be determined. Prior to this event, the ise qc was run every 24 hours. After this event, the lab began to run the qc tests every 8 hours. This is 1 of 100 individual medwatch reports which are related to this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for additional reportable events. This is one of one hundred (100) separate medwatch reports being submitted as this event involves at least 100 separate pt events that were reported out of the laboratory. Of the 100 results reported, only 51 examples of erroneous and corrected results were provided by the customer.